Event description:
The customer reported the ventilator was going vent inop. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. With assistance from the manufacturers product support engineer (pse), the customer performed an evaluation of the device and reported finding the circuit breakers on the rear of the device in the off position. The diagnostic log was reviewed and it indicated the device had been running on backup battery power until it depleted as a result of extended use, at which time the ventilator will shut down and alarm as specified due to loss of power. The customer reset the circuit breakers, and the pse advised the customer to charge the battery overnight then perform a battery test and est before placing the unit back into service. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued or the ventilator reconnected to an operational ac power source. This is being reported as a user error. Proper care, maintenance and testing should be performed when using battery power sources.

Manufacturer narrative:
Out of warranty; no manufacturer's service requested. Mains circuit breaker in off position.